Event description:
It was reported that an ilet pump touchscreen was unresponsive on the fill tubing screen during setup after a factory reset, and the user initially attempted a supply change before completing setup with a dexcom g7, which led to the observed key/button unresponsive behavior associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem, with the reported issue characterized as an unresponsive key/button and linked to the touchscreen component. The user was educated to complete ilet setup, including sensor connection, before performing a supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.